Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not display the trend graph, but was receiving the level. Pump was turned off and back on. The graph returned. There was no reported impact to blood glucose.